Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump exposed to moisture and insulin pump had blank display. The customer¿s blood glucose was unknown. Customer also reported that the lip ring was lifted and loosed. Customer reported that no need to troubleshooting for blank display or cosmetic damage as the insulin pump getting replaced due to moisture damage. Troubleshooting was done for moisture exposure. Customer stated there was fluid in the reservoir compartment. Customer stated that he was at beach and he noticed after two hours his insulin pump turned off so he changed the battery. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.